Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, the instrument was placed on the in-house da vinci robot system for latex cut test. The mcs instrument could not cut cleanly through 0.006 latex. The latex got snagged at instrument's scissor tips. The blade edges were not damaged, but the edges exhibited wear at the tips, negatively affecting cut performance. Instrument passed electrical continuity test. The customer reported complaint does not itself constitute a MDR reportable event; however; main tube crack found during the failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur. This MDR is being submitted for retrospective activity performed relating to field action number 2955842-051613-005 to investigate micro-cracks on the monopolar curved scissors instrument. These types of micro-cracks will not lead to mechanical failure of the instrument; however, there is a potential for insulation failure after reprocessing, resulting in a pathway for electrosurgical energy to leak to tissue and potentially cause unintended injuries. The location of theses micro-cracks is confined to 2 cm of the distal end of the instrument shaft. This instrument was inspected as part of this retrospective activity and found to contain cracks on the instrument main tube.

Event description:
It was reported that during a da vinci si prostatectomy procedure, the customer noted that the monopolar curved scissors (mcs) instrument was unable to cut. No patient harm, adverse outcome or injury was reported.